Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative confirmed that the door was not closing all the way, due to the covers being misaligned. The covers were adjusted and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the door was catching when closing.